Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation related to the reported event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and ¿loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity.¿ this report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same patient (reference 1825034-2013-05838/-5839 & 2014-01400/-01401).

Event description:
Legal counsel for patient reported that patient underwent total hip arthroplasty on (B)(6) 2011. Patient's legal counsel reports patient allegations of pain and dislocation. Subsequently, the patient was revised on (B)(6) 2013. The acetabular component, polyethylene liner and modular head were removed and replaced. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received in patient¿s revision medical records noted the right hip revision was due to a loose acetabular cup and further noted the presence of clear fluid and scar tissue.